Event description:
It was reported that the patient experienced sick sinus syndrome. The lead exhibited noise and impedance less than 200 ohms. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Sick sinus syndrome.